Event description:
It was reported that the iab was inserted through an introducer sheath, but was able to be advanced only about half-way. As a result of this, the iab was exchanged over a guide wire. There were no associated pt complications.